Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any adverse events and was said to be good following the procedure.

Event description:
It was reported that the patient experienced pump mechanical issues with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. The patient did not experience any adverse events and was said to be good following the procedure.